Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical evaluation was able to confirm the type iiia endoleak, sac growth, and the secondary repair procedure completed on (B)(6) 2017. Additional findings were also noted from clinical for persistent endoleak post relining, suboptimal position of the infra renal cuff in a juxtarenal position, and component (main body and cuff) dilation from the angiogram. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was dilation of both main body and the supra renal cuff stent. Notable, both stents utilized strata material. The patient was discharged in stable conditions on the first post-operative day for both the secondary repair and access site hospitalization. Additionally, post re-lining there appeared to be a persistent endoleak and a suboptimal position of the infra renal cuff in a juxtarenal position. There have been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. The devices remain implanted in the patient and will not be returned. No device evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient had multiple follow ups since the initial implant. The computed tomography (CT) scans showed the patient had contrast going into the aneurysm sac and continued aneurysm sac growth. On (B)(6) 2017 the patient had an angiogram which showed aneurysm sac growth, loss of overlap, and a type 3a endoleak. On (B)(6) 2017 the physician elected to reline the original devices by implanting an additional bifurcated stent and an infrarenal aortic extension. The patient is reported to be doing well following the secondary procedure. To date there have been no additional adverse events reported for this patient.